Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was returned on the balloon between the marker bands as per specification. The distal tip was flared. The 1st distal segment had raised struts. (B)(4).

Event description:
The physician intended to use a resolute integrity stent. The device was removed from packaging per IFU and inspected with no issues noted. It was reported that stent deformation occurred in-vivo during positioning. No patient injury reported.